Event description:
The customer reported that the housing on their pump in style transformer had broken off from the back side exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer she stated that the breach in the transformer was where the screws were holding the transformer together had come loose. The customer did not report any signs of smoke, burning, melting or injury. She also stated that she would send the original product back to medela, but as of the date of this report medela has not received the product. Should the product be received and evaluated with any new information, a follow-up report will be submitted. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise form logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.